Event description:
It was reported that during a cholecystectomy procedure, the error sound was heard several times. When the device was checked, the blade had broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/2/2009. Information anticipated, but unavailable at this time.